Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that post implant of this mechanical valve the inner device packaging was noted to be contaminated and as a result removed from the patient. Another device was successfully implanted in its place without issue.